Event description:
It was reported that prior to port placement procedure, the catheter was allegedly split into two parts when the package was opened. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one powerport isp MRI implantable port, one catheter in two segments, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, three electronic photos were provided for review. The investigation is confirmed for the reported catheter fracture issue, as a complete circumferential break was noted approximately 18.2 cm on segment one of the catheter. Under microscopic evaluation the proximal end of the proximal catheter segment was observed to be smooth and rounded. Both break surfaces of the complete circumferential break were noted to be jagged and finely granular. The distal end of the distal catheter segment was noted to be finely granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that prior to port placement procedure, the catheter was allegedly split into two parts when the package was opened. There was no patient contact.